Event description:
The blender was unable to blend the oxygen. Follow up reveals the tubing was connected to the wrong outlet. Device usage problem: device malfunction- that is, the device did not do what it was supposed to do.